Manufacturer narrative:
Per the clinic, the patient experienced multiple episodes of meningitis between 2006 and 2014. Additional information was received regarding the recent episode of meningitis: - etiology of deafness: mondini malformation. - cerebrospinal fluid leak was reported post operatively. - the patient did not receive pre implantation immunization. - the patient experienced otitis media prior to meningitis. - the patient experienced a csf discharge from the middle ear, cultures revealed bacteria (type not reported). - the patient was hospitalised for 3 weeks and successfully treated with antibiotics. The report is filed october 17, 2014.

Event description:
Per the clinic, the device was explanted on (B)(6) 2014 due to meningitis. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2014.

Manufacturer narrative:
(B)(4).